Event description:
Report stated: "balloon exploded when surgeon inflated with normal saline. During laparoscopic myomectomy + ovarian cystectomy + hysteroscopy. Checked for the completeness of the balloon and searched - no foreign body remained in patient body". 1216677-2020-00096-1, umw676 uterine manipulator tip w e-complaint (B)(4).

Manufacturer narrative:
Investigation: initiated manufacturer's investigation: no sample returned, review DHR. Distribution history the complaint product was manufactured at csi on 03/28/19 under work order (B)(4). Manufacturing record review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: confirmation of the reported balloon rupture event was obtained through provided attached photos. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time. Corrective actions: corrective action is not applicable at this time due to the absence of the affected sample for investigative analysis. No further training required at this time; complaint will be monitored for trending. Was the complaint confirmed? Yes.

Manufacturer narrative:
Ref. (B)(4). Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Report stated "we get a call from previous client (anchor) to info us that the rumi was broken after surgery recently". 04.09.2020- report update- balloon exploded when surgeon inflated with normal saline. During laparoscopic myomectomy + ovarian cystectomy + hysteroscopy. Checked for the completeness of the balloon and searched - no foreign body remained in patient body. Reference e-complaint number : (B)(4). Uterine manipulator tip w umw676 (B)(4).